Manufacturer narrative:
This device is not available for testing and evaluation as the device remains implanted. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a (B)(6) male had 90% restenosis found by doppler ultrasound approximately one year following the index procedure. The patient suffered intermittent claudication. The proximal psv was 00cm per second and maximum peak systolic velocity (psv) was 000cm per second. The onset was unknown. The restenosis was successfully treated with medication. The patient partially recovered from the intermittent claudication following treatment. The patient was "fine" at discharge. Stenting was performed on the superficial femoral artery (sfa) with a 6x60ml smart control stent without issue at the time of the index procedure. It is unknown if more than one stent was placed. The lesion was not calcified and tortuous. The rate of stenosis was 90%. No distal disease was left untreated. Healthy tissue to healthy tissue was covered by the stent. The residual diameter stenosis measured 0%. Approximately one year post-procedure, the patient had 90% restenosis in the placed stent. The patient's medical history is unknown. The product was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There is no evidence that manufacturing issues contributed to the event report. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by the (B)(6) smart pms for (B)(4) study, 90% restenosis was found by doppler ultrasound approximately one year following the index procedure. The patient suffered intermittent claudication. The proximal psv was 00cm per second and maximum peak systolic velocity (psv) was 000cm per second. The onset was unknown. The restenosis was successfully treated with medication. The patient partially recovered from the intermittent claudication following treatment. The patient was "fine" at discharge. Stenting was performed on the superficial femoral artery (sfa) with a 6x60ml smart control stent without issue at the time of the index procedure. It is unknown if more than one stent was placed. The lesion was not calcified and tortuous. The rate of stenosis was 90%. No distal disease was left untreated. Healthy tissue to healthy tissue was covered by the stent. The residual diameter stenosis measured 0%. Approximately one year post-procedure, the patient had 90% restenosis in the placed stent. The patient's medical history is unknown.